Event description:
As reported, the patient had an initial tka on (B)(6) 2019. The patient presented on (B)(6) 2019 and presented to the ER with severe infection, the leg with the hardware was then amputated. Outcome: resolved on (B)(6) 2019.

Manufacturer narrative:
Pending investigation. D10: (B)(6), 200-02-38 - three peg patella 38mm. (B)(6), 02-020-13-0240 - truliant cr cem fem cr cem left sz 4. (B)(6), 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t.

Manufacturer narrative:
A review of the sterile certificates and the final endotoxins reports were performed. All lots were accepted to the requirements. The reason for the reported event due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. D1: corrected. D4/d6: device, serial #, UDI #, expiration, implant and explant dates unknown. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected health effect, component, and investigation clinical codes.